Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 42 mg/dl. The customer feels ok to troubleshooting low blood glucose level. Customer reported that they did not contact their health care professional regarding the low blood glucose event. The customer felt sweating and shaking. The customer was treated for the low blood glucose with food. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Based on customer report customer does not allege insulin pump was over delivering. Customer mentioned that the battery cap piece was missing. Customer called because he received the notification regarding the retaining ring. The insulin pump was not returned for analysis.